Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appopriate. H10 additional narrative: investigation summary: the product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received provided by customer. Visual inspection reveals that both implants were still along with the needle and the first of them is partially deployed. It was identified biological residues in the needle. Also, it was observed that the trigger was loose and there was no tension on the handle, the gun was opened, and it was found that the initial part of the trigger was broken and disassembled from the firing spring, it indicates that the internal mechanism of the handle was not working. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. This type of issue was previously reviewed with the manufacturer, based on the information received, the process of the truespan have two phases where the deployment gun is checked (the step of applier functional testing and the implant system routing check), this test guaranties the applier has been properly assembled and is functional. This information corresponds to a process control, and it is the appropriate document to use to guarantee that this issue can¿t have happened during manufacturing process. No information was provided on how this failure has occurred or specifications of the procedure, therefore a definitive root cause could not be determined. The possible root cause for the deploy failure reported could be related when not inserting the needle to the proper depth for deployment which have caused blocking insertion after deploying the first implant, and when attempt to fire the implant against the tissue, it can feel a resistance and excessive force could have caused stress on the handle thus causing the handle mechanism to break. However, it cannot be conclusively affirmed. As per IFU, for the needle insertion, it is necessary use a calibrated probe, measure the width of the meniscal tissue to help insert into the joint. Set the adjustable depth stop to minimize tissue penetration depth. Also, at desired depth, squeeze the red deployment trigger while maintaining depth positioning to deliver the second implant. The implant is fully deployed when you hear an audible ¿click¿. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported by the customer in (B)(6) that during a chondroplasty surgery on (B)(6) 2021, it was observed that the truespan 12 degree peek device did not trigger when connected. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.